Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon was drilling a hole in cup hole to insert screws, upon drilling second hole it snapped in the flexible section. There was no debris left in patient.